Event description:
The pump was returned for evaluation. Device did not produce a pump problem alarm and no signs were seen on actuating pins that would show signs of mechanical binding. Device was opened to investigate spring cage for any nonconformities. Spring cage was found to be depressed by an incorrect screw used to mount the fva motor to the fva housing. Screw used is longer than what is called in the spec of the device and is not allowing spring cage to have full range of motion. Screws were replaced with correct screws called out in build and spring cage has larger range of motion. Loading pins were also observed to have drag when lever was opened and closed. When closed the set was not recognized by the system unless outside force by user pushes set into position. Loading pins were cleaned and it did help reduce drag, but the lower loading pins were still experiencing a delay in pin movement when lever arm is being opened and closed. Cam was observed as defective part causing the loading pins to out of sync.

Event description:
Customer reports the following: "biomed reported - no patient harm. Several instances of "pump problem alarm" were found in the history log. An attempt to start a test infusion was made. Tubing cassette misguided / replace cassette alarm constantly alarms no matter the cassette. Bottom valve pin was found stuck. Cleaned this and the other valve pins with alcohol. The pin was no longer binding in place. A multitude of attempts were made to initiate a test infusion along with different cassettes." Preliminary review indicates that a primary outlet flag was not closing, which delayed an active infusion. This is being reported due to the referenced technical issue; no adverse effects reported. More information is needed to complete the investigation.